Manufacturer narrative:
Multiple attempts have been unsuccessful in obtaining additional info. (B)(4). Event eval: still under investigation .

Event description:
The valve was leaking, pt lost quite a lot of blood, device not available, pt is fine. Additional info received on 10/26/09 stated: "it was leaking from the end of the valve around the grey pusher and was much worse when we had deployed the graft and removed the grey pusher and tightened the valve to the closed position, we ended up putting a big sheath into one which stemmed the flow, but didn't solve the problem totally. Pt outcome was not provided by rptr.